Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that angina and in-stent restenosis occurred. On (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure was performed. The target lesion was a de novo lesion located in the right posterior descending artery (r-pda) with 70% stenosis and was 7mm long with a reference vessel diameter of 2.5 mm. An unspecified size choice extra support guide wire was advanced to the lesion and vessel perforation was noted. The lesion was then treated with direct stent placement using a 2.50 mm x 12 mm ion stent. Following dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel . On (B)(6) 2013, the patient presented for chest pain which was subsequently diagnosed as unstable angina. Two days from onset of symptoms, the patient was hospitalized and coronary angiography was performed. The 80% focal restenosis of previously placed study stent located in the r-pda was treated with direct placement of a 2.5 x 12 mm non-bsc drug eluting stent. Following post dilatation, residual stenosis was 0%. Medication was given to treat these events. One day post procedure, the event was considered to be resolved without residual effects and the patient was discharged.